Event description:
Reported as a band erosion.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis results are pending at this time. A supplemental medwatch will be generated upon completion of the product analysis. Further info from the reporter regarding serial # and implant has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."